Manufacturer narrative:
H3 ¿ the pump was returned for analysis, and analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (infumorph) 10mg at 0.750 via an implantable pump for unknown indication for use. It was reported that the pump segment of the 8780 catheter was removed. There was difficulty with disconnecting the sutureless pump connector from the pump. The sutureless pump connector ended up stuck on the pump and was very difficult to remove. The sutureless pump connector was damaged on removal. A new 8784 sutureless pump connector was added to the 8780 catheter spinal segment and connected to a new 8637-40 pump. Pump was inspected on the back table and for pump refill. It was found difficult aspirating the expected reservoir volume and only 7cc were aspirated when it was suspected 26ccs. There was concern about connections and air getting into the pump. Physician stepped in and aspirated and still was unable to aspirate expected volume. Physician replaced pump with concerns of issues with the pump and was returning for analysis. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Actions/intervention taken to resolve issue included replaced pump segment and pump. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.